Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a defibrillation threshold (dft) test, this subcutaneous implantable cardioverter defibrillator (s-ICD) system, failed to convert the rhythm, the arrythmia self-terminated a few seconds after the shock. A second attempt was performed which also was unsuccessful. An external defibrillator was needed to successfully convert the rhythm. X-rays were performed which showed the electrode at a higher position. Further evaluation of the patient and a potential re-tunneling of the electrode were discussed. This system remains in service. No further adverse patient effects were reported.